Event description:
The clinician reported that almost 6 months after the immediate dental implant was placed in ada site 6 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician reported implant mobility in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.